Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A physician reported during a surgery there was a tracking error at the time of surgery in the patient's left eye. The physician replaced the patient's flap while the company representative evaluated the machine. The patient was taken back the same day to complete laser ablation and the eyetracker was unable to recognize the patient's pupil. During the treatment the machine was stopping on its own and taking too much time and making the stromal bed dry. The physician disabled the eyetracker to complete the surgery. Two days following treatment the patient complained of not seeing well in the left eye.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).